Event description:
Related manufacturer reference number: 2017865-2021-31287, 2017865-2021-31289. It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker had eroded through the pocket and was infected. The device and leads were explanted without issue. There will be no replacement system. The patient was stable.